Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #unk. Additional information was requested, and the following was obtained: leak test was negative. Cut line was complete but jagged and tatty looking. - what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? - was the staple line interrupted; staples not present/visible on any portion of the staple line? - was the cut line complete? If yes, was there any issue with the cut line? Corrected data: h6 (medical device problem code). Investigation summary: according to the information received the plee60a device, reported cutting issue & difficult to fire - firing speed. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload (b) present. The reload was received fully fired and also, six gst60d (c - h) reloads were received, they were received fully fired and with damage to the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The photo shows a piece of tissue with staple lines on it and also five clips can be seen on the staple line from distal end. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device batch number 510d42, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure; it was observed that the motor engaged and appeared to slow abnormally at the 6th firing. On inspection of staple line it appeared very jagged and tatty. Three rows of staples could be observed; however, surgeon was not happy with appearance and concerned re-leaks. Stomach restapled at the same point. Stapler performed normally. The procedure was completed with a delay of 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025. D4: batch # 510d42. Additional information was requested, and the following was obtained: there was no ooze from the stapleline however hemotoma seemed to form on stomach tissue as per photo. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload (b) present. The reload was received fully fired and also, six gst60d (c - h) reloads were received, they were received fully fired and with damage to the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The photo shows a piece of tissue with staple lines on it and also five clips can be seen on the staple line from distal end. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a97p9m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 510d42, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.